Event description:
Tpn bag hung at 8:00 p.m. (2000cc bag 24hr). Tubung fed correctly through pump and the door was closed. Programmed to run at 60 cc/hr. At 9:00 p.m. Pump was checked. Tubing was threaded correctly, but pump was not controlling the fluid flow. The pt had received approx 1200cc of tpn. The pump read that 53cc had infused. Tpn with 30 units of insulin. Pt given d5 infusion. Blood glucose level of 35 remained at 40-60 1-2 hrs after infusion transferred to ICU for observation.